Event description:
Customer reports that insulin squirt out during manual priming. Customer's blood glucose was 166 mg/dl. Customer also reports to experience no delivery alarm and air bubbles. Troubleshooting did not continue as customer ended troubleshooting. Customer requested to have infusion sets replaced and requested to have trainer assist him.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.